Event description:
Pt was revised to address painful knee. The pt fell causing the bearings to spin out. Poly wear was noted intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the product were not returned. Product info required to review the device history records was not provided. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event; however, the reported pt trauma (fall) and length of time implanted are likely contributing factors. In addition, polyethylene wears after approx nineteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.